Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified fluid in the bag that contained the device. The cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the luer cap. The next day, no signs of a leak were observed from the device. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked. The device was being filled with normal saline when the leak was identified. There was no patient involvement. No additional information is available.